Event description:
The customer reported that the image would blur out and a message would appear to turn the system off. The system was shutting down without command. There is no report of pt injury associates with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.